Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, selftest, unexpected restart error test and displacement test. The unit was received with cracked casing at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2016 for a high blood glucose of 500 mg/dl and diabetic ketoacidosis. The customer was being treated with insulin drip. The insulin pump had alarmed failed battery test. The insulin pump was returned for analysis.